Manufacturer narrative:
Extension model 748251 serial# (B)(4) implanted: (B)(6) 2005 explanted: unk; extension model 748251 serial# (B)(4) implanted: (B)(6) 2005 explanted: unk; programmer model 7436 serial# (B)(4); lead model 3387-40 lot# j0427795v implanted: (B)(6) 2004 explanted: unk; lead model 3387-40 lot# j0427795v implanted: (B)(6) 2004 explanted: unk. This device was being used in a clinical trial noted as g030065.

Event description:
It was reported that the patient had impedance measurements of >4000 ohms on electrode #3 (left side) and that the right extension component of the implantable neurostimulator system was fractured. No interventions were reported and the outcome was noted as an on-going event. If additional information is received, a follow-up report will be sent.